Event description:
It was reported that the pt was in the or for a colostomy take down and bilateral urethral catheters to be placed. The stapler misfired and the staple line was coming apart so, they were unsure whether or not they could reanastomose the colon.